Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver functional test was attempted but could not be performed as it was perpetually rebooting. The receiver was charged and turned on to see if it would boot up normally. Upon starting the unit, the receiver was observed to be perpetually rebooting, but the receiver case was opened and the ui pcba was detached to download the receiver log. It was reviewed and no errors were observed within the investigation window. The reported event of initializing screen without manual restart was not confirmed. A root cause could not be determined.